Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer woke up in the morning with blood glucose of 330 mg/dl. The customer stated that sometimes the pump shut off all together. The product was not returned for analysis.